Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2020. (B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event seroma-late and lymphoma-alcl was received on (B)(6) 2020 with lot number 2708129. Analysis of the returned device identified: weight to the spec, wear abrasion, deformation and crease fold. Cloudy in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphoma-alcl allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported for left side "late seroma in the left breast of patient who underwent an allergan breast implant replacement for late seroma with negative results". After paf, and pathologic anatomy , alcl is confirmed. Ultrasound-guided fna + pathology were performed with positive alcl, cd3 and cd3o, and negative alk results. The device has been explanted. Treatment: device explant, capsulectomy, chemotherapy, radiotherapy.